Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecular metal posterior stabilized (ps) standard porous catalog # 42500806401 lot # 64524946. Natural tibia trabecular metal two-peg porous fixed bearing catalog # 42530007101 lot # 64517444. Articular surface fixed bearing posterior stabilized (ps) catalog # 42512400712 lot # 64444699. Customer has indicated that the product will not be returned because it remains implanted. Multiple MDR reports were filled for this event: 0001822565-2020-03041, 0001822565-2020-03044, 3007963827-2020-00202. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated a post-operative complication developed and it can be implied medical intervention was required to treat the complication, therefore our complaint category, medical: procedure related would be appropriate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient experienced acute pain and had a superficial deep vein thrombus (dvt). Patient was given medication, compression stockings and a foot pump/compression device to resolve the adverse event. Attempt for further information has been made, but no further information has been provided.